Event description:
Wife of consumer reported on our voice message system - husband finding quite a few pen needles not working. Clogged. Dc lot # unknown . Catalog# unknown bd nano pen needles . Date of event unknown . Sample status = no. I called this voice message back and left message on answering machine.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: d3 (country type and country), h6 (type of investigation and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.